Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. The customer's address is unknown:  (B)(6) USA has been used as a default.  Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of filter with residue and leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that at least one unspecified bd intervascular administration set experienced leakage. The following information was provided by the initial reporter: I had a chemo rn call down this evening to notify me that the closed system adapter that connects the tubing to the bag has been popping off, thus causing chemo leaks. I know this happened with a patient last week where ~2/3 of the bag leaked and the next day we re-made this chemo.